Event description:
It was reported that the cardiac resynchronization therapy defibrillator in the patient with this right ventricular (rv) lead exhibited out of range shock impedance measurements in the rv channel. Boston scientific technical services (ts) recommended further evaluation. A revision procedure was performed and this lead was capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).